Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s continuous glucose monitor read both ¿high" and "low¿, however, a specific blood glucose (bg) value was not provided. Cause for low bg was not known. A manual insulin injection was administered to address high bg level, and customer consumed carbohydrates to address low bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. The customer continued to use the pump for insulin therapy.